Event description:
The facility reported a pump with a failue code 810:04. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.